Manufacturer narrative:
(B)(4). Medical product: femur cemented posterior stabilized (ps) standard right size 8 catalog # 42500606402, lot # 62698602. Psn tib stm 5 deg sz g r catalog # 42-5320-079-02, lot # 62778977. All poly patella cemented 35 mm diameter catalog # 42540000035, lot # 62326955. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to instability. During the revision procedure, the surgeon noted that the post on the articular surface was deteriorated or almost non-existent. The articular surface prosthesis was removed and replaced. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and the post has fractured off. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.